Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic feeling dizzy and lightheaded. The patient was sent for an echocardiogram and it was noted that the patient had pauses in the heart rate. Upon interrogation, the right ventricular lead exhibited loss of capture and high impedance measurements. During the lead revision procedure, the physician noted that the lead was fractured. The lead was successfully capped and replaced. The patient was doing well post surgery and would continue to be monitored.